Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side capsular contracture; baker grade iii. Concomitant products: right mentor 225cc mentor smooth round moderate profile catalog number 3501630, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 225cc mentor smooth round moderate profile and was presented with left side capsular contracture; baker grade iii noticed and confirmed by the physician on (B)(6) 16. As a result, the device was explanted on (B)(6) 2019.